Manufacturer narrative:
Pump passed displacement test, sleep current measurement, active current measurement and self test. Pump was monitored and tested with no failed batt test and unexpected battery power loss noted. Software error detected alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. Pump software error detected found in the pump history file due to software error. Line number= 5612 and file number=2005. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone that the insulin pump had multiple pump error alarm. Customer¿s blood glucose was 167 mg/dl at the time of incident. Customer was able to clear the alarm. Customer stated that the insulin pump had failed battery test and unexpected power loss alarm. The insulin pump will be returned for analysis.